Event description:
Report two of two received of complete tubing separations. It was reported that an adult had an antecubital IV with an unspecified hydration solution infusing. The tubing set had been in use for less than 24 hours when the patient had noticed leaking and blood loss. The clinician had noted that the tubing was completely separated from the distal end of the y-site "as if there was insufficient glue". Estimated blood loss was less than 50cc. The patient did not require hemoglobin testing. The tubing set was changed and the infusion resumed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.